Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name and # d4 version or model # were required. D1 brand name previous brand name: servo-s, corrected brand name: servo-s base unit d4 version or model # previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. The pressure transducer printed circuit board was found defective and was replaced to resolve the problem. The issue was decided to be reported as the defective pressure transducer printed circuit board may lead to high pressure.  There was no patient involvement. The evaluation of provided device's logs confirms occurrence of the reported issue. The claimed part was not available for further analyze, therefore the root cause to the reported issue has not been determined.